Event description:
A caregiver (cg) contacted a baxter technical service representative (tsr) regarding her husband (hp) having pain in his stomach after a baxter representative bypassed his initial drain earlier. Cg stated that she did not request a bypass. At the time of the call, the fill volume in fill 1 was 2298ml. Tsr assisted hp in manually draining 4294ml and ending therapy. Cg stated she will perform a manual exchange that night. A follow-up contact will be made with the rn to obtain additional information. No patient injury or medical intervention was associated with this incident during the initial contact.